Manufacturer narrative:
H3 - device evaluation: the lens was returned dry in a microcentrifuge vial with residue/debris on the lens. Additional comments provided "product returned broken in to two pieces". Visual inspection found the haptic broken and bent. Per comments regarding dimensional inspection "unable to perform dimensional length inspection due to damaged haptic teotplates. Functional inspection found the lens to be within specifications. Calim # (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -15.5/1.5/110 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2023. On (B)(6) 2023, the lens was exchanged for a same size model lens different sphere/cyclinder/axis due to refractive surprise and refractive change overtime. The problem resolved. Cause of the event is unknown.

Manufacturer narrative:
A4-a6:unk. H6: work order search: no similar complaints within associated lots were found. (B)(4).